Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during initial drain. During therapy the patient's line disconnected causing the alarm. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the assignable cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Should relevant additional information become available, a follow-up report will be submitted.